Manufacturer narrative:
Hill-rom technical support suggested changing the casters. It is necessary for the hill-rom® 1000 bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the brakes to see whether the bed moves when the brake bar or the lh/rh brake pedals are pressed. Repair if necessary. Make sure the steering mechanism operates correctly. Replace or adjust the steering control elements of the steering caster if necessary. Replace the caster if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account stated they do not wish to repair and will scrap this bed. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the casters would come out of brake if the bed was moved. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).